Event description:
It was reported that customer experienced air bubbles in infusion set tubing between t:lock and infusion site during pumping, with bubbles about 5 mm in size, and that this issue was ongoing. There was no adverse impact to the customer¿s blood glucose level. Customer had a blood glucose of 262, reported 32 units of insulin on board, administered a 10-unit injection by pen or syringe, and was advised to use room temperature insulin and remove air from cartridge before filling, but the call with technical support was disconnected and no additional outcome information was received.